Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), device dislocation ("malposition of essure device location of device: left device began to move down fallopian tube") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included restless, shoulder pain, numbness and degenerative disc disease. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("low back pain"), ovarian cyst ("ovarian cyst"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and adnexa uteri pain ("ovaries pain"). The patient was treated with surgery (hysterectomy procedure with bilateral salpingo-oophorectomy to remove the essure device) and surgery (on (B)(6) 2010, she had endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, back pain, procedural pain, ovarian cyst, vaginal haemorrhage, menorrhagia, nausea, dyspareunia and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, back pain, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, nausea, ovarian cyst, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2008, she underwent procedure to have an essure rod placed behind her ear to remain for a few days to determine whether she might have any allergic reaction. Following her recent essure removal surgery, plaintiff continues to suffer a painful post-operative recovery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc(product technical problem). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), device dislocation ("malposition of essure device location of device: left device began to move down fallopian tube") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 627439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included restless, shoulder pain, numbness and degenerative disc disease. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("low back pain"), ovarian cyst ("ovarian cyst"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and adnexa uteri pain ("ovaries pain"). The patient was treated with surgery (hysterectomy procedure with bilateral salpingo-oophorectomy to remove the essure device), surgery (total hysterectomy (uterus and cervix removed)) and surgery (on (B)(6) 2010, she had endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, back pain, procedural pain, ovarian cyst, vaginal haemorrhage, menorrhagia, nausea, dyspareunia and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, back pain, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, nausea, ovarian cyst, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2008, she underwent procedure to have an essure rod placed behind her ear to remain for a few days to determine whether she might have any allergic reaction. Following her recent essure removal surgery, plaintiff continues to suffer a painful post-operative recovery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-jul-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, device dislocation, nausea, dyspareunia, adnexa uteri pain, ovarian cyst, reporter, patient demographic information, product lot number, concomitant diseases added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and back pain ("low back pain"). The patient was treated with surgery (on (B)(6) 2010, she had endometrial ablation) and surgery (hysterectomy procedure with bilateral salpingo-oophorectomy to remove the essure device). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the pelvic pain, genital haemorrhage, back pain and procedural pain outcome was unknown. The reporter considered back pain, genital haemorrhage, pelvic pain and procedural pain to be related to essure. The reporter commented: on or about (B)(6) 2008, she underwent procedure to have an essure rod placed behind her ear to remain for a few days to determine whether she might have any allergic reaction. Following her recent essure removal surgery, plaintiff continues to suffer a painful post-operative recovery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.